Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was note returned. However, performance data from device was collected and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. It was noted the ventricular capture management data showed threshold was >2.5v on (B)(6) 2015. (B)(4).

Event description:
It was reported that the day following the implant procedure, the patient experienced a probable perforation and the right ventricular (rv) lead showed high impedance, which lead to a polarity switch and loss of rv capture in unipolar and bipolar pacing configurations. An echocardiogram was performed and it was noted the lead was in the pericardial space and the rv lead was repositioned into the septum. It was further noted that the patient felt abdominal pain when the lead was first pulled back from the initial apical position and relocated. The rv lead remains in use. No further patient complications have been reported as a result of this event.